Event description:
It was reported that the left ventricular (lv) lead dislodged twice during the implant procedure. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Products: 1782tc competitor implantable pacing lead 2008 (B)(6). (B)(4).